Event description:
It was reported by service report that the patient's right side rail had a broken weld preventing it from being able to lock in the upright position. It is unknown if there was patient involvement; however, no adverse consequences were reported.